Manufacturer narrative:
H3 device evaluation - a 5x loop was used to examine the driver. The driver tip is fractured at an oblique plane relative to the driver's longitudinal axis, and remnant lobes are twisted. Failures of this nature had been sent out for metallurgical analysis in the past. The results of those prior analyses pointed to high torque in conjunction with bending moment application. The past failures associated with this had fracture planes deeply skewed from the longitudinal axis in the same fashion as this device. The cause for the need to apply high torque in conjunction with high bending moments is not known and bending moments can be readily mitigated with the use of a counter torque wrench. Review of device history records found ten (10) pieces of lot 12514ts were released for distribution on 3/20/2021. Two-year complaint history review did not identify a trend for reports of this nature for the reported part number. No corrective actions are recommended.

Event description:
It was reported that a procedure was performed on (B)(6) 2021, utilizing the reform pedicle screw system. While torquing the lock screw, the tip of the lock-screw torque driver broke. The broken tip was removed, and the procedure was completed utilizing the second driver readily available in the set to complete the procedure. There was no patient injury or significant delay to the procedure.

Manufacturer narrative:
Patient information - unknown. Occupation - other; distributor inventory manager. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed on (B)(6) 2021, utilizing the reform pedicle screw system. While torquing the lock screw, the tip of the lock-screw torque driver broke. The broken tip was removed, and the procedure was completed utilizing the second driver readily available in the set to complete the procedure. There was no patient injury or significant delay to the procedure.